Event description:
It has been reported that the gamma nail shows at the lateral hole an edge, which makes the hole smaller. The lag screw was damaged by the attempt to pass the screw through the damaged nail.